Manufacturer narrative:
(B)(4). Corrected data: b4, g3, g6, h2, h6. Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the fisher & paykel healthcare (f&p) mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times. Method: the subject opt944 optiflow + adult nasal cannula was received at f&p's regional office in china where it was visually inspected by a trained f&p service technician. The device was then disposed of. F&p's investigation is based on the information provided by the f&p service technician, information provided by the healthcare facility, previous investigations of similar complaints, and f&p's knowledge of the product. Results: visual inspection of the subject opt944 optiflow + adult nasal cannula revealed that the tubing was stretched and torn near the 3-way connector. The headgear was observed to be missing, and adhesive tape had been used to attach the manifold to the tubing of the subject cannula. The film of the tubing was wrinkled which indicates the damage was consistent with an external force being applied to the tubing. The healthcare facility reported that the patient's spo2 had decreased to approximately 90-91%. The subject device was immediately replaced. The healthcare facility stated that the patient's spo2 increased, and that the patient returned to a stable condition. Conclusion: f&p's investigation was unable to determine the exact cause of the observed damage to the subject opt944 optiflow + adult nasal cannula. Based on f&p's knowledge of the product, the tubing was likely subjected to excessive force. The subject cannula was observed to have been stretched and torn. F&p's manufacturing controls for the optiflow + tubing include inspections during production for visual defects including cracks, tears, moulding defects, contamination, inclusions, discoloration and stretching or deformation. The subject opt944 optiflow + adult nasal cannula would have met the required specifications. The user instructions which accompany the opt944 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula, including ensuring the head strap clip and the tubing clip are appropriately attached. The user instructions also state: "do not crush or stretch tube, to prevent loss of therapy." "Ensure head strap clip is attached, to prevent cannula from being pulled out of the nares." "Cannula can become unattached if not used with the head strap clip." "Attach tubing clip to clothing/bedding to prevent cannula from pulling off face." "Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." "Failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in china reported that the tubing of an opt944 optiflow + adult nasal cannula was found damaged during use. The healthcare facility stated that prior to the reported event, the patient initially had post-operative hemorrhagic shock and was receiving non-invasive ventilatory support but was later transitioned to nasal high flow therapy. The healthcare facility stated that on (B)(6) 2025, there was an alarm from a patient monitoring device while nursing staff were changing the patient's dressings. The healthcare facility reported that the patient's spo2 had decreased to approximately 90-91%. The healthcare facility reported that the nursing staff then identified that the subject device was damaged. The subject device was immediately replaced. The healthcare facility stated that the patient's spo2 increased, and that the patient returned to a stable condition. There were no further patient consequences reported by the healthcare facility.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) has requested for the complaint device to be returned for evaluation. F&p will provide a follow up report upon completion of f&p's investigation. Product background: the opt944 optiflow + adult nasal cannula is a nasal cannula patient interface for delivery of humidified respiratory gases, including those who are receiving nasal high flow therapy (nhf). The cannula consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). This allows the device to be light weight and durable. The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Optiflow + interfaces are designed for use with the airvo series humidifiers and are also compatible with the f&p mr850 and 950 humidification system devices. Optiflow + interfaces are intended for use with spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. Optiflow + interfaces are not intended for life support and appropriate patient monitoring must be used at all times.

Event description:
A healthcare facility in china reported that the tubing of an opt944 optiflow + adult nasal cannula was found damaged during use. The healthcare facility stated that prior to the reported event, the patient initially had post-operative hemorrhagic shock and was receiving non-invasive ventilatory support but was later transitioned to nasal high flow therapy. The healthcare facility stated that on (B)(6) 2025, there was an alarm from a patient monitoring device while nursing staff were changing the patient's dressings. The healthcare facility reported that the patient's spo2 had decreased to approximately 90-91%. The healthcare facility reported that the nursing staff then identified that the subject device was damaged. The subject device was immediately replaced. The healthcare facility stated that the patient's spo2 increased, and that the patient returned to a stable condition. There were no further patient consequences reported by the healthcare facility.